Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. All electrical functions were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.